Event description:
During surgery a mislabeled nexgen knee cr porous femoral component was discovered. The product shelf carton bar-code label indicated 00598001402. The product and all other labeling were actually 00597201301. Surgery was delayed 45 minutes while the correct product was delivered from the distributor's office.